Event description:
It was reported that blood leakage was observed in the catheter during postoperative management. When the dr was trying to remove the catheter from the pulmonary artery, a portion of approx 40 cm broke (distal portion in the pulmonary artery and proximal portion in the subclavian vein). The pt went to vascular surgery to have the distal portion removed. The pt stabilized after removal of the distal portion.